Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a single-hole thoracoscope radical prostatectomy procedure, while disconnecting the right upper lobe, the surgeon was able to press the green button and squeeze the handle the but was unable to fire. Second device was used and did the same thing. A replacement with the same product was used to complete the case. There was no patient injury.